Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and red display, a cracked battery compartment and corrosion under the internal clock battery. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 as follows: the display was found to be dim and fading with a reddish tint. The battery compartment was found to be cracked along the side from the threads to the seal case. The pump was exercised for 24 hours then the battery was removed for 6 hours and, upon reinsertion, the time and date was observed to have reset. Further investigation revealed corrosion under the internal clock battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).